Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported his charging system became hot while charging and stopped working. As a result, the pt disposed of the charging system. A replacement charging system was sent to the pt.